Event description:
It was reported that the unit had a white screen when powered on. Per reporter, the issue was discovered during testing. Evaluation of the returned device identified a damaged downstream occlusion seal.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed. The investigation determined that the pump's dso seal was damaged. The dso seal was replaced.